Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009 patient underwent revision spine fusion surgery on the lumbar region of his spine from vertebrae l4 to l5. During surgery select parts of rhbmp-2/acs (i.e. Only the rhbmp-2 and collagen sponge) was used. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). After the initial surgery patient complained of severe low back pain, with radiculopathy and pain into his left hip, left groin and bilateral lower extremities. Revision surgery confirmed pseudoarthrosis at l4-5 with screw loosening in l5 bilaterally, bony overgrowth, and interbody cage migration at l4-5 with significant compromise of the neural elements. Patient continues to experience low back and leg pain and cramping and experiences bowel dysfunction. Patient had suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.